Event description:
It was reported that faradrive sheath was in left atrium. After removing dilator and guidewire, first aspiration was completed. Catheter was inserted and during second aspiration, air ingress was seen continuously in the flush line of the sheath and blood was leaking out of the valve. No patient complications occurred. The procedure was completed using different device (same model). The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.